Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a traumatic thoracic aorta transection using one gore® tag® thoracic endoprosthesis (tg3410/05690298). No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the lesion was 31 mm. On (B)(6) 2010, six month follow-up imaging showed no issues. The diameter of the lesion was 28 mm. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the lesion enlarged to 36.6 mm. No endoleaks were reported. The patient was being monitored. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the lesion was 36.3 mm. No endoleaks were reported. The patient was being monitored.